Event description:
Reportedly, when an attempt was made to utilize device defibrillator therapy, a connect electrodes prompt was observed. An AED which was on scene was immediately connected to the pt and defibrillator therapy administered. The pt was resuscitated. The rptr stated there was no adverse effect to the pt resulting from the event, due to use of the AED.